Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that the customer's blood glucose (bg) value read, "low" per cgm meter; cause was unknown. The customer consumed glucose to address bg. The customer reverted to manual injections for insulin therapy.